Manufacturer narrative:
Boston scientific received new information that three months later, the device and leads were removed due to the patient's infection. No adverse patient effects were reported due to the explant procedure.

Event description:
--

Manufacturer narrative:
The field representative later reported that the patient was put on intravenous (IV) antibiotics due to the pocket infection. The physician had no plans to modify the device or leads at this time. The device and leads remain in service. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and lead system underwent a procedure to investigate a potential infection. The pocket was opened and the device was removed, rinsed, and reimplanted. The physician had not determined if the system would require explant due to the infection.